Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a printed circuit board failure. It¿s possible the cause of the failure is correlated with the accumulation of dust. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The b30 error was reproduced in the repair center. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available. Patient identifier of (B)(6) is related to model number: clv-190, serial number: (B)(6).

Event description:
The customer reported to olympus that the evis exera iii video system center showed a b30 scope communication error. The issue was observed during preparation for use on a diagnostic (endoscopy) procedure. Multiple scopes were tried, but the error message was still displayed. The procedure was cancelled; therefore, no patient harm was associated with this event.